Event description:
The patient's mother reported that the patient had an increase in seizures and thought the vns needed to be checked in awhile. The manufacturer's battery life calculation based on available programming history predicted 1.4 years remaining until neos - yes. No further relevant information has been received to date.